Manufacturer narrative:
(B)(4). Evaluation method - device history review is pending. Results code: device history review is pending. No product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis/conclusion: see user facility medwatch. No product has been returned for analysis. Device history review is pending. Conclusion: the cause for this event could not be determined at this time. When additional info is provided, a supplemental report will be filed.

Event description:
.